Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer's mother, that the customer received an unexpected restart alarm, a spanish software anomaly alarm, as well as an external ram crc error. Customer's blood glucose levels at the time 166mg/dl. No troubleshooting occurred, due to the customer not currentlly using the insulin pump. Inslulin pump passed self test. No additional information was provided.